Event description:
It was reported that this right ventricular (rv) lead perforated the patient. The perforation was confirmed via x-ray imaging. The lead was revised. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the patient with this rv lead experienced fatigue. A device check revealed this lead exhibited loss of capture (loc) and high capture thresholds. It has been suspected that the patient experienced bradycardia and fatigue as a result. An x-ray confirmed perforation. The lead was explanted and replaced. The lead was discarded. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes. Correction to field h6: patient codes.

Manufacturer narrative:
The lead was not returned for analysis as the lead was discarded; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of perforation, cardiac was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right ventricular (rv) lead perforated the patient. The perforation was confirmed via x-ray imaging. The lead was revised. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the patient with this rv lead experienced fatigue. A device check revealed this lead exhibited loss of capture (loc) and high capture thresholds. It has been suspected that the patient experienced bradycardia and fatigue as a result. An x-ray confirmed perforation. The lead was explanted and replaced. The lead was discarded. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead perforated the patient. The perforation was confirmed via x-ray imaging. The lead was revised. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the patient with this rv lead experienced fatigue. A device check revealed this lead exhibited loss of capture (loc) and high capture thresholds. It has been suspected that the patient experienced bradycardia as a result. An x-ray confirmed perforation. The lead was explanted and replaced. The lead was discarded. No additional adverse patient effects were reported.